Manufacturer narrative:
Concomitant products: product ID, 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred; the actual residual volume was 20ml while the expected volume had been 4ml. Previous refills in (B)(6) showed no discrepancy and the patient reportedly stated on the report date that she hadn¿t felt like the pump had been working. The health care provider (hcp) accessed the event logs during the report and the logs looked normal. The patient had no falls or trauma but had lost some weight and the pump had moved inside of her it was noted, so it was ¿no longer flat¿. The hcp planned to perform a dye study. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that a dye study was attempted (reporter thought a couple of weeks ago) and they had "difficulty" getting the dye to go through. It was further added that the patient did not like where her pump was currently in her abdomen, and wanted it moved more toward the back flank area. Reporter was unaware whether this was just a desire of the patient or whether she had any problems with the pump where it was currently. The plan was to move the pump and check the catheter at that time as well; the date for this revision was (B)(6) 2014. The pump currently had saline in it. Additional information was provided later that indicated that the physician attempted a catheter dye study and could not aspirate. It was stated that the catheter had fractured; pump had flipped and caused the catheter to fracture. A revision was done. Patient had experienced less than 50% therapy relief. Patient status at the time of the report was noted as alive- with no injury.